Manufacturer narrative:
(B)(4). Foreign, (B)(6). No additional patient consequences were reported. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that removable lug of vanguard cr interlok femoral was difficult to take off. Surgery was delayed 40 minutes.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The femoral peg was returned for evaluation, and visual examination of the peg identified tool marks on the flat surfaces, likely the result of using pliers to remove the peg. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to user error as the incorrect instrument was used to remove the pegs. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.